Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available. The complaint device was returned for evaluation and passed external visual inspection. A review of the receiver log found no errors related to the customer complaint. However, global receiver functional testing resulted in audio failures. The customer complaint of inaccurate cgm values was not confirmed. A root cause could not be determined.